Manufacturer narrative:
The subject planning station was returned to the manufacturing site on 29-jul-2021. A detailed analysis of the data and log files from the event date was performed. This analysis suggested that the operating system recorded an abnormal number of warning messages, notably about the limited processors speed after ten days of sleep mode. This is assumed to be related to the reported performance issue, however this hypothesis could not be confirmed through the review of available data. The analysis also suggested that the file export issue with the usb drive was confirmed, however the root cause remains unknown. The import issue could not be confirmed through the analysis of available data. The export/import features were tested at the manufacturing site with the patient folder provided, but the reported issue could not be reproduced. An issue with the ntfs storage device was detected by the system, but no link with the reported issue could be confirmed.

Event description:
The surgeon called the company representative. The laptop of his rosa one system is very slow. Almost impossible to work with it. He again has planned a case and it doesn´t show up on the usb, when he tries to import. When trying to export patient folder again to usb, patient folder already existing message. The company representative gave him a emergency plan to plan directly on the robot, since the patient folder is created on the usb including dicoms. We urgently need to check the laptop performance and check why the patient folder doesn´t show up. Preoperative failure. Surgery will begin min 30 minutes later as planned.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
The surgeon called the company representative. The laptop of his rosa one system is very slow. Almost impossible to work with it. He again has planned a case and it doesn´t show up on the usb, when he tries to import. When trying to export patient folder again to usb, patient folder already existing message. The company representative gave him a emergency plan to plan directly on the robot, since the patient folder is created on the usb including dicoms. We urgently need to check the laptop performance and check why the patient folder doesn´t show up. Preoperative failure. Surgery will begin 30 minutes later as planned.